Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for pancreatitis and spinal pain. It was reported that the patient's device was replaced in (B)(6) 2016 due to different placement of the leads. The caller reported that the device was removed and a whole new device was implanted with a new lead placement. It was confirmed that it was not due to normal battery replacement. It was just a change in lead placement and they decided to put a whole new device in. The caller stated that there were no problems and did not clarify why the new lead placement was needed. It was stated that they thought the surgery was on (B)(6) 2016. The caller did not know the new device's serial or lot number. The caller also reported that they had been told that a new patient programmer would be sent to their home but they had not received one yet. It was reported that they needed the new patient programmer so that they could get the device working. The caller stated that they had been told that typically the patient would have to come back in about a month later to get programmed. Since the patient lived far away from the health care professional (hcp) office, the caller stated that the patient programmer was going to be sent and programming was going to be done over the phone but nothing had been done no matter how many times the caller and talked with the hcp office. The call was disconnected before the device could be registered. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.